Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that there was poor communication. The caller was unable to use their stimulator for a while because they had surgery. After the surgery they attempted to charge the implantable neurostimulator (ins), but the ins could not be charged because the implantable neurostimulator recharger (insr) would not communicate with the ins. It was confirmed that the surgery was not related to their implant therapy. This event started at an asked but unknown date as it was "probably at the end of 2017." The patient did not have a managing health care provider (hcp). No further complications were reported.